Manufacturer narrative:
The device was received, and evaluated. The reported issue of the needle not retracting was not able to be confirmed. Once the optiflo catheter was extended, the needle advanced and retracted, allowing the device to work properly. The optiflo was also tested using a syringe with water; no occlusions were found, as the water came out without restrictions. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02850, #3005099803-2010-02851, and #3005099803-2010-03424 for a description of the other device. This report is for the third device. It was reported to boston scientific corporation that a optiflo needle device was used during a sclerotherapy procedure. According to the complainant, when the needle was removed from the sheath, the needle could not be reintroduced completely. The procedure was completed with another device of the same type. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02850, #3005099803-2010-02851, and #3005099803-2010-03424 for a description of the other device. This report is for the third device. It was reported to boston scientific corporation that a optiflo needle device was used during a schlerotherapy procedure. According to the complainant, when the needle was removed from the sheath, the needle could not be reintroduced completely. The procedure was completed with another device of the same type. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.